Event description:
It was reported that "the catheter tip broke during removal. Patient had imaging performed to verify if pieces of the product was left internally. There were no pieces found on imaging as per anesthesiologist. The patient was reported as fine."

Manufacturer narrative:
(B)(4). The customer reported the catheter tip broke during removal. The customer returned one catheter adapter and one epidural catheter piece. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned catheter adapter revealed the catheter adapter appears typical with no defects or anomalies observed. Visual examination of the returned catheter piece revealed the proximal end of the catheter was returned and was intact. The returned catheter piece also reveals signs of stretching. The extrusion and coil wire are stretched at the likely most distal end of the catheter with the coil wire extending approximately 13.5cm beyond the extrusion as the distal tip is not intact and was not returned. The returned catheter appears used as biological material can be seen between the inner coils and adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. A device history record review could not be performed as no lot number was provided by the customer. The reported complaint of the catheter tip breaking during removal was confirmed based upon the sample received. The returned catheter piece showed signs of stretching as the extrusion and coil wire were stretched at the likely most distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received and the observed evidence of the extrusion and coil wire stretching at the distal end, unintentional user error caused or contributed to this event. No further action is required at this time.